Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. Upon removal from the packaging, a pc400 coil unintentionally detached and was not used. The procedure successfully continued using a new pc400 coil.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital